Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00467721. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during visual evaluation of the device some ruptures were observed and a shell abrasion was also found, suggesting in-vivo folding or creasing of the device. No additional anomalies were discovered the reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel 800cc silicone breast implant, serial number (B)(4), catalog number 3508004bc. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00467721. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 800cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the MRI examination. As a result patient underwent bilateral removal and replacements as follow: right replaced with catalog number 3505004bc, serial number (B)(4), and left replaced with catalog number 3505004bc, serial number (B)(4) on (B)(6) 2019.